Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
It was reported that the system stopped working without command. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.